Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found power switch cracked at bottom side and switch cap had deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the maintenance unit's socket was damaged. The issue was found during general inspection. There was no patient or procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty power inlet. However, the specific cause of the faulty power inlet could not be established at this time. Olympus will continue to monitor field performance for this device.